Event description:
Pt had electrodes in place for 2 1/2 hrs during a cath procedure. Nine days later pt went to their dr and both observed red blistered skin in the area of pad placement. Pt met with the dr on 11/2001 and was admitted to a different hosp emergency room and required skin grafts in the area of electrode placement. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources persuant to federal regulations.